Event description:
It was reported that during a procedure, the white tip of the unit broke off. The broken piece was successfully retrieved from the pt.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.